Manufacturer narrative:
The following steps were performed on the surgical guide to review the trajectory: a dental model was created with drill hole based on treatment plan uploaded by the doctor. Surgical guide was seated on the dental model with the corresponding insert placed inside the sleeve of the guide. Another pin was inserted through the insert to determine if the trajectory of the guide align with the drill hole in the dental model.

Event description:
Doctor used anatomage surgical guide to perform dental implant surgery. Doctor reported that implant was too labial in position and angulation. Doctor had to regraft the bone.